Event description:
It was reported that the device suddenly exhibited a black screen during use and interupted the ventilation. As per report, ventilation was resumed after a short period but the users decided to replace the device in a controlled maneuver in abundance of caution. It was stated that the event did not lead to health consequences for the patient.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information; a case-specific evaluation is not possible. In general, it can be stated that a reboot is the specified device behavior to remedy interrupts in the processing of sw routines. To set all sw processes back to a controlled state, the device powers briefly off and back on. During a reboot sequence, the airway pressure will be released to ambient and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and, the device resumes ventilation with previous settings. The root cause for the reboot cannot be derived just from the ufr but since it was reported that ventilation resumed, it can be excluded that a persisting hardware malfunction was the trigger. A potential indicator for the circumstances of occurrence however may be the complaint history: the hospital has filed two similar event reports in the past for the identical device, in the first case the reboot was already occurring during the start-up sequence preventing the user from putting the device into operation, and in the other case the reboot occurred during use. Both these events had a causal connection to a worn internal battery - the device has a specific internal test routine to calculate a runtime forecast for the battery, and a worn battery may cause this test to fail. A reboot is then necessary to restore function. Same as for the actual case, no repair measures were carried out by dräger on behalf of the customer for these two earlier occurrences. It can thus not be excluded that the actual case is related to the same conditions of lack of maintenance and/or ineffective repair. Under consideration that this postulation is correct, the event would then be related to conditions that are outside the control mechanisms a manufacturer can establish. The IFU clearly emphasizes that the internal battery shall be regularly inspected with a recommeded exchange interval of two years. The user is further advised to check availability of the internal battery prior to each use cycle since it serves as an important fail-safe mechanism to cover mains power losses which may potentially occur.